Manufacturer narrative:
The product was returned for evaluation. Based on the product evaluation, the complaint was confirmed as the screw heads were found to have broken during insertion and the tips remain implanted. The most-likely, underlying cause was determined to be excessive force applied on the screws during insertion. It was also determined that a contributing factor may be that the patient has dense or hard bone. There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. It is reported the heads of the broken screws may be returned for evaluation in the future. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn; or if the products are returned for evaluation, a follow-up report will be sent.

Event description:
It is reported that three screwheads broke during insertion. The tips remain in the patient's bone.